Event description:
It was reported that the implantable cardioverter defibrillator (ICD) has reached explant indicator. Additionally, it was noted that the patient has an infection however, the health care professional (hcp) does not think it is related to the device. It was noted that the patient received shock therapy however, the total number of shocks were unknown, and the cause is unknown since the review of episodes are not an option. The hcp was inquiring about device settings. Technical services discussed how tachy therapy zone was at 165 and whereas before tachy therapy did not start until 200. There were several stored episodes in which the tachy zone was between 150-200. At this time, the device, this right atrial (ra) lead and the right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).